Event description:
A patient reported blood glucose results of "70 mg/dl, 110 mg/dl, 168 mg/dl, and 135 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.